Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Toothbrush heads fallen apart, the brush has come away from the main part of the brush [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via chat on (B)(6) 2018 that she used 1 oral-b power oral care refill precision clean from a pack of 4 for about a week, and it had fallen apart. She described that the brush had come away from the main part of the brush, and it no longer worked. She reported she had used oral-b brush heads including precision clean for a long time, and this had never happened. No symptoms were reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
13-mar-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 13-mar-2018. Toothbrush heads confirmed to be counterfeit.

Event description:
Toothbrush heads fallen apart, the brush has come away from the main part of the brush [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via chat on 16-feb-2018 that she used 1 oral-b power oral care refill precision clean from a pack of 4 for about a week, and it had fallen apart. She described that the brush had come away from the main part of the brush, and it no longer worked. She reported she had used oral-b brush heads including precision clean for a long time, and this had never happened. No symptoms were reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.